Event description:
It was reported that during an unk procedure, the hand switch did not activate. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.